Manufacturer narrative:
The investigation determined that a discordant, higher than expected vitros tsh result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The result was discordant when compared to other vitros tsh results and an abbott tsh result obtained from the same patient sample. A definitive cause of the discordant, higher than expected vitros tsh result was not established with the limited information provided. A vitros tsh lot 5920 reagent issue cannot be ruled out as a contributor to the event, as the performance of vitros tsh lot 5920 around the time of the event was not verified. No information regarding vitros tsh quality control results was provided when requested. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5920. Additionally, an instrument issue cannot be ruled out as a contributor to the event, as no precision testing was performed on the vitros 5600 integrated system when requested. It was determined that the customer was following manufacture¿s recommendation for sample centrifugation. Additionally, the customer stored the patient sample in accordance with the recommendation of the vitros tsh IFU and centrifuged the patient sample between each testing event. Therefore, a pre-analytical patient sample handling issue is not a likely contributor to the event.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions center (tsc) on behalf of a customer to report a discordant, higher than expected vitros tsh result obtained from a single patient sample when tested on a vitros 3600 immunodiagnostic system. The result was discordant when compared to other vitros tsh results and an abbott tsh result obtained from the same patient sample. Vitros tsh result of 51.2 miu/l versus the expected result of < 0.015 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).